Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient experienced dizziness and loss of consciousness. It was unknown what the cgm reading was at that moment, but according to the patient the cgm reading was inaccurate during the event. The patient´s wife called emergency medical services (ems) and when a fingerstick was taken by the paramedics, the blood glucose reading was 32 mg/dl. The ems took the patient to the emergency room (ER), but the reporter refused to provide any information about how long the stay is or what medications or treatments were given. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.